Event description:
Medtronic received a report that the pipeline failed to open in the middle section. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm located in the c6 segment of the internal carotid artery, proximal to the opening of the posterior communicating artery with a max diameter of 3.3 mm and a 2.2 mm neck diameter. The landing zone was 3.07 mm distally and 4.0 mm proximally. It was noted the patient's vessel tortuosity was minimal. Dual antiplatelet treatment was administered. The pru level showed the double antibody, reached the target, it was used for one week before surgery. It was reported that after the pipeline stent reached the designated position through the catheter, it began to deploy. The distal end opened well, the stent was pulled back to the anchoring position, and the stent continued to be deployed. The middle part of the stent could not be opened. The surgeon reduced and increased the tension and deployed it many times, but the middle section of the stent still failed to open. Therefore, after retrieving it and deploying it again, the middle section of the stent still failed to open smoothly. The surgeon continued to deploy the stent to the retrieval mark, and then increased and decreased the tension, and swung it, but it was still ineffective. The surgeon then continued to retrieve the stent and deployed it again. This process lasted for 4 times, but the middle section of the stent still could not be opened smoothly. Considering that the patient's endothelial damage was caused by multiple vascular retrievals, the stent was withdrawn and it was found that the middle section of the stent was cord-like. After it was completely deployed naturally, it was still cord-like and could not be opened. It took repeated manual pinching to expand and open the middle section. The reason why the stent could not open in the cord-like state was unknown. The pipeline was then replaced and re-implanted. The subsequent process was smooth and the stent was anchored in the required position. The surgery was completed. The pipeline was not positioned in a bend, more than 50% was deployed when it failed to open, it was resheathed more than 2 times. No additional steps were required to open the pipeline. The pipeline was resheathed and removed from the patient along with the microcatheter. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU) and was not used off-label. No patient symptoms or complications were associated with this event. Ancillary devices include a navien5f/rfx058-115-08/b775368 guide catheter, a fg15150-0615-1s/ 230181945 microcatheter, and a sychro guidewire.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Update h6-ime code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis as found condition: the pipeline flex device was returned for analysis inside a dispenser coil, inside a sealed biohazard bag, and inside a shipping box. Damaged location details: the pipeline flex tip coil was in good condition. The distal and proximal dps restraints and dps sleeves were intact, with no signs of damage noted. No defects were found on the re-sheathing marker and re-sheathing pad. The distal hypotube and ptfe shrink tubing were intact, with no signs of elongation or damage. The braid was already detached from the pusher wire when it was returned; therefore, the distal and proximal ends could not be identified. Both ends of the braid were frayed and open, while the middle was open but damaged. No kinks or bends were found on the pusher wire. No other anomalies were found. Testing/analysis: n/a conclusion: based on the reported information and device analysis, the customer¿s ¿failure/incomplete to open at middle¿ report could not be confirmed, as the middle part of the returned pipeline flex braid was found open but damaged. However, the cause of the failure to open could not be determined. Possible causes of failure to open include vessel tortuosity, damaged braid, and the user deploying the braid in the vessel bend. In this event, the user stated that the vessel tortuosity was minimal and that the pipeline was not positioned in a bend, ruling out vessel tortuosity and the user's deployment of the braid in the vessel bend as potential causes. Therefore, a damaged braid could have contributed to the failure to open complaint. The braid can be damaged due to over-manipulation, re-sheathing more than two times, deployment technique, advancing or retracting the delivery wire against resistance, or deploying/re-sheathing the braid against resistance. However, the cause of the resistance could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. Each retrieval attempt encountered significant resistance and presented certain difficulties. It was clarified that the surgeon was concerned about the possibility of vascular injury due to multiple retrievals and the risk of the device getting stuck. However, no confirmation or further examination was conducted to determine if there was any damage to the vascular intima, and no specific treatment was provided.

Manufacturer narrative:
Correction d3, g1 and h2. Adding h2-fdd code: a0406. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.